Event description:
It was reported that when the external pulse generator (epg) was turned on by the secondary registered nurse to backup rate at the instruction of the primary registered nurse it immediately fired on the t wave converting the patient cardiac rhythm into pulseless ventricular tachycardia. It was noted that prior to the event the patient who was recovering from heart surgery appeared to be in a regular rhythm in the low eighties. It was further noted that all settings had been programmed into the epg prior to powering on and that ventricular wires only were plugged into the epg at the time it was turned on. Some settings included dual chamber pacing (ddd) at a rate of 80 with ventricular sensitivity set at 2.0 millivolts (mv). In emergency response measures a medical emergency was declared, the epg was disconnected and cardiopulmonary resuscitation (CPR) was commenced followed by defibrillation of 200 joules. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that when the external pulse generator (epg) was turned on to backup rate it immediately fired on the t wave. The display wires were pinched with the wire insulation exposed. The battery wires were pinched with the wire insulation exposed. The output connector assembly and hanger assembly were broken. The keypad was scratched and the flex was creased. The main seal was pinched. The encoder stems were contaminated but functional. Three knobs and one case screw were contaminated. All found defective parts were replaced and all other identified issues were resolved. The instrument then passed all final functional tests. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.